Event description:
During procedure a bougie dilator (esophagus) was transected inside the stomach allowing mercury from the dilator to escape. The bougie dilator was immediately removed from the pt's body and contained in a plastic bowl with a lid. The pediatric nurse clinician was immediately alerted to the incident. Pediatric nurse clinician called poison control and was told to shoot x-ray. Mercury level was drawn from the pt and an x-ray taken. Mercury noted in the x-ray. New suction container was obtained to suction mercury.